Event description:
It was reported that shaft break and device entrapment occurred. A 3.50 x 38 promus element plus drug-eluting stent was selected for use. However, when the physician was loading the stent delivery system over the wire, the device got stuck on the wire and was split into two pieces when it was pulled back upon removal. The procedure was completed with another of same device. No patient complications nor injuries reported.